Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a period of successful use during a procedure, sealing with the device was incomplete. The issue occurred twice, and a new device was used to continue the procedure. An end tone was heard, indicating a completed sealing cycle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one lf1737 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.